Event description:
The device was returned for service. During service, the device had failure code 703. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
(B)(4).evaluation summary:evaluation was completed and the reported condition of the failure code 703 was on power up and caused by the user interface module printer circuit board being out of specification.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under mdq-CAPA-(B)(4).